Manufacturer narrative:
Left rod implanted on (B)(6) 2018 is broken. The patient did not specify a particular event of how the rod broke. The patient is not injured but does have pain. (B)(4). Exemption e2017030.

Event description:
Left rod implanted on (B)(6) 2018 is broken. The patient did not specify a particular event of how the rod broke. The patient is not injured but does have pain.